Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) evaluation conclusions: the product pertaining to this claim was not returned for evaluation. Based on the complaint history, it was determined that the root cause of this event was not lens related but due to the surgeon's technique. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens in the patient's right eye. There was a posterior capsule tear, the incision was not enlarged and the lens was removed. No vitrectomy was performed. The surgeon decided to implant an anterior chamber lens instead. No suture was used. Cause of capsule tear was not lens related, it was due to the surgeon's technique. The facility discarded the lens.